Manufacturer narrative:
Updated concomitant product/therapy c2/d10. Model number/catalog number: 72400160. Serial number: n/a. Batch/lot number: 1100367713. Model/catalog description: cuff. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100360814. Model/catalog description: pump. D4 unique identifier (UDI): (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff and balloon were visually inspected, and the cuff was also leak tested. Testing of the cuff revealed a hole from tool/sharp instrument damage along the median of the cuff shell; leak testing confirmed a fluid leak at the same location. Regarding the balloon, it was identified to be non spherical. Balloon passed leak and functional test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of hole/perforate and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The aus was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The aus was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.